Event description:
Boston scientific received information that the patient with this implanted pacemaker had a heart rate that dropped down to 20 beats per minute (bpm). The patient advocate was told to have patient seek medical attention. No adverse patient effects were reported. The local boston scientific representative was unable to obtain any further information related to this event, and evidence suggests this device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.